Event description:
Following insertion and removal of the needle/stylet the device failed to activate resulting in a needle stick injury to the thumb of the nurse. The nurse attempted to duplicate the incident with six devices from the same lot and no similar problems were observed.